Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one day following a laparoscopic bariatric bypass, the staple line had a content leak. The patient was brought back for another surgery wherein the incision line was extended for more than one inch and upon inspection poor staple formation was noted. The surgeon fixed the staple line to resolve and complete the case.